Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and headaches and nasal pressure with device use. External equipment has been exchanged however, the issue did not resolve. Due to pain, the recipient has stopped device use.

Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's headaches are reportedly not device related. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.